Manufacturer narrative:
A lead segment, severed at 51 cm from the distal tip, was returned; the proximal segment was not received. An extracting stylet was inside the lead segment. The trilumen insulation appeared flattened, with a tear in the protective sleeve and in the trilumen insulation. The insulation damage was noted at 30 cm from the distal tip. An x-ray of the lead segment was taken, with no fractures found. A portion of the trilumen insulation was removed to inspect the inner insulation. The inner insulation was confirmed to be torn, with the rs- conductor coils exposed. Based on the location and the appearance of the damage, laboratory analysis concluded that the damage to this lead was most likely due to clavicle first rib entrapment. This may have contributed the clinical observations of noise and oversensing.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise, oversensing and high impedances measurements. The high lead impedances had triggered a red alert and non sustained episodes were found recorded on the competitor device which were actually due to the noise. A revision procedure was performed, the lead was removed, replaced and returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
To date the explanted lead has not been recieved at boston scientific. Upon receipt the lead will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.